Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included header bag, guidewire, hemostasis sheath, arteriotomy locator and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device anchor had its stem bent at a 90° angle inside the silver package. No patient was involved. Additional information was received on 09 may 2025: there is no other information about the patient because the device was not used on him. Once the package was opened, the damage was immediately noticed, and the silver package containing the angio-seal was not opened.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.